Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that on monday, (B)(6) 2022, percutaneous coronary intervention (pci) was completed at 12:00 pm and hemostasis was successfully achieved using the involved angio-seal device (8 fr). No problem was noted at that time. In the morning of tuesday, (B)(6) 2022, however, bleeding was noted at the puncture site. As it became like a hematoma, hemostatic cotton was used to stop the bleeding. In the evening of wednesday, (B)(6) 2022, the doctor of the cardiovascular surgery department surgically removed the anchor and collagen. The removed anchor was found bent at a 90-degree angle. It was unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used, the puncture site, and the vessel diameter were unknown. The patient's condition was unknown. The blood loss volume was unknown. The bleeding occurred out of the procedure room. No equipment or other devices were used with the above product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Bioabsorbable components of angio-seal vip were returned for product evaluation. The tamped collagen and anchor were received along with the suture. No actual device was returned. Upon visual analysis, blood like substance was found on returned bioabsorbable components. The anchor, collagen, and a portion of suture with the knot was returned for investigation. The anchor appears to be bent and the suture appeared to be cut with a sharp object. No other visual anomalies noted. The complaint could be confirmed for post deployment complications based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).